Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the coupling could not engage the attachment device, pins had wandered out, and the device did not function. Therefore, the reported condition that the device did not work anymore was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the color ring of the reaming attachment device was missing, pins had wandered out and the cone sleeve was deformed, the coupling could not engage the attachment device, the etching was illegible, there was component damage, and the device did not function. It was further determined that the device failed pretest for marking and labeling, check the handpiece coupling, check pins length od handpiece coupling, and check general function in running mode. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.